Event description:
It was reported the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had no capture, low pacing impedance, device sensing issues in the form of r-wave amplitude variation, and no lead slack. The right atrial (ra) lead was noted to have low pacing impedance and no lead slack. A chest x-ray performed confirmed the rv and ra leads were both dislodged. The rv and ra leads were repositioned successfully on (B)(6) 2024. The patient was stable throughout the procedure. Further information was requested but not provided.